Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100174236. Model/catalog description: control pump fgs. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100222641. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that a patient's artificial urinary sphincter (aus) was not functioning properly. The cuff was removed and upon inspection, a crack in the cuff connecting tube was observed. The cuff was then replaced. No patient complications were reported.